Event description:
It was reported patient had a revision of right hip due to stem breakage and stem subsidence. Doctor removed size 8 x12mm securefit plus, size 32mm +5 alumina ceramic head and size 32mm + 6 essential crossfire liner.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 8 x 12mm secure fit plus. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.